Event description:
It was reported that the implant was unstable. Patient was revised in 2007.

Manufacturer narrative:
D4 - catalog numbers and lot codes of other devices listed in this report: cat#: 6476-1-310, lot#: lhskm description: kms tibial baseplate-small. Cat#: 6476-1-010, lot#: lhrbh description: kinemax prim fem sml reg stem. It cannot be determined which, if any of these devices may have caused or contributed to the event.